Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was exposed to fluid. The customer¿s blood glucose level was unknown. Customer reported there was fluid under the liquid crystal display. Troubleshooting was performed. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.